Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator. The shocking occurred when they turned the device on, after the neurostimulator was off for an extended period of time. The patient also experienced a decrease in speech patterns when stimulation was on. The patient controlled this side effect by turning stimulation off and on based on the need for communication versus tremor control. The patient¿s status was noted as "good". If more information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Extension: model 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer: model 37642, serial# (B)(4). Lead: model 3387s-40, lot# v801518, implanted: (B)(6) 2011, explanted: na.